Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (endoleak resolved without intervention 3 days post-operative). Evaluation, conclusion: (endoleak resolved without intervention 3 days post-operative).

Event description:
An endurant sent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm three weeks ago. It was reported that a distal type I endoleak and a type IV endoleak were observed intra-operatively. No intervention was needed and it was reported that both endoleaks resolved 2-3 days post operatively. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.